Manufacturer narrative:
Correction the d10: product ID: 97745ac (lot# serial# unknown) was omitted from previous report. Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient, product ID: 97745ac, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated he was charging implanted neurostimulator and controller and when he went to plug controller into the ac power supply, the controller wouldn't charge. Patient service specialist walked patient through removing the battery pack and plugging controller in the wall; confirmed controller powers on. Patient put battery pack back in and confirmed controller is 60% and implant is 80%. The troubleshooting steps that were taken on the call resolved the issue. Agent advised to monitor and callback if the issues continue. Pt reported since their last call in january, the controller had continued acting up, and now wouldn't take a charge or power on at all. Agent had pt observe ac power cord and they confirmed the green light illuminated on the power block. Agent had pt plug controller into ac power without li battery pack, and controller was unresponsive. Agent reviewed what to expect upon receipt of controller replacement. Patient called back from new phone number (see previous prs email) and stated they received the replacement controller and followed all the instructions, but the controller still will not charge. Patient stated they left the controller plugged in for a few hours, but the battery level never went up. Patient noted the controller is now down to 40% and the implant is 70%. Patient stated they even tried resetting the battery pack, but that did not help. Patient noted they use this outlet every day to make toast, so they know the outlet is not the issue. Patient confirmed the green light was on the ac power supply. Agent had patient remove the controller battery pack and connect the controller to the ac power supply. The controller did not power on. Agent sent an email to repair to replace the ac power supply.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97745ac, serial# unknown, product type accessory. H3. Analysis found non-conformances and the controller was subsequently scrapped. The controller's lcd screen /case was broken/damaged and not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.